Manufacturer narrative:
A ge service representative performed an on site investigation. It was found that the technique was set to manual causing the granny and dark images. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had dark, granny images. No patient injury was reported.